Event description:
It was reported that bd maxguard extension set was damaged. The following information was received by the initial reporter with the following verbatim: around 9:00am I received a call from xxx asking me to come and look at the syringe module ¿ a piece is broken off the syringe¿ stated xxx. When I arrived and looked at the syringe module, a small piece of the flange gripper was missing. Xxx had the small piece in her hand. I advised xxx to remove the syringe module out of service and replace it with another syringe. The hospital purchased 3 syringes. Xxx asked ¿why do I have to give it back?¿ I stated, bd recommend do not use a device with any damage. Send to clinical engineering for repair.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # me2020 batch # unknown it was reported by customer that the clinician was having difficulty priming maxguard extension set me2020. Verbatim: rcc received a complaint via email. Email(s) attached I am attaching the written report of the incident that occurred on friday december 6th. Was not able to get the pictures uploaded until now. I was asked by xxx crna to come support during, and egd/colonoscopy scheduled december 6th @ 7:30 am. While in the room, xxx stated that she was having problems priming the new maxguard extension set me2020. Xxx discarded the tubing with propofol and got another package of tubing and manually primed with propofol. When xxx attached primed line to the patient and started the syringe module, occlusion message alarmed, so she pressed the restart key, and the syringe continued to alarm. She opens up the drive head on the syringe which caused the ¿check syringe¿ alarm. Her frustration increased, so she disconnected the primed line from patient and turned off the syringe module and pushed the alaris system up against the wall in the procedure room. Xxx grab from a closet the bard syringe module and tubing ICU medical b201 60¿ (152cm) approx 1.7ml smallbore ext set w/clamp and used for the rest of the procedure. I called xxx sr. National account executive infusion disposables informing her of the complaints. They used ICU medical b201 60¿ (152cm) approx 1.7ml smallbore ext set w/clamp. Xxx response was as follow: xxx found out today in the or that there was tubing set that was not crossed. Anesthesia uses ICU medical item b2010 which wasn¿t sent to me nor captured in the cross. We need to cross that item to the me2010 lawson #540856. The item crossed to the 2n3348 baxter set is the me2020 and the priming volume is too small for anesthesia. This was the only extension set we were provided. An overnight shipment was placed by the customer for the me2010 lawson #540856. · around 9:00am I received a call from xxx asking me to come and look at the syringe module ¿ a piece is broken off the syringe¿ stated xxx. When I arrived and looked at the syringe module, a small piece of the flange gripper was missing. Xxx had the small piece in her hand. I advised xxx to remove the syringe module out of service and replace it with another syringe. The hospital purchased 3 syringes. Xxx asked ¿why do I have to give it back?¿ I stated, bd recommend do not use a device with any damage. Send to clinical engineering for repair. · product complaint reported.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material me2020 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.